Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic on may 2, 2006 with a bipolar ventricular lead impedance of 4900 ohms and again on may 8, 2006 with a bipolar ventricular lead impedance of 9200 ohms. Unipolar impedance was reported as > 6000 ohms. Capture thresholds were at 7.5 v, 0.9 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received